Event description:
A patient contacted global technical services (gts) regarding assistance with a check patient line alarm that appeared while using the homechoice (hc) during the initial drain. Gts had the patient close and reopen the transfer set, pull up on the lines coming out of the cassette door, and check the patient line for air and fibrin. The patient stated there were air gaps in the patient line. Gts then assisted the patient with ending therapy so the patient could start over with new supplies. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).sample availability is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check patient line alarm. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.